Event description:
It was reported that the patient¿s pain coverage for her back, leg, and feet had changed about a month prior to the time of report, and reprogramming was requested. It was noted that the patient had received radiation treatment for breast cancer. There was no known accident or incident related to this complaint. The patient¿s status was unknown at the time of report. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).